Event description:
It was reported that "during the insertion, the doctor found the swg kinked when the swg inserted into the ars". They changed a new one to resolve the issue. No harm for the patient. The patient condition is fine. No medical intervention was required.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Qn# (B)(4). The customer returned a single guide wire for evaluation. The guide wire tubing was not returned. No obvious signs of use were observed. Visual analysis revealed that the guide wire contained three major kinks. Microscopic examination confirmed the kinks and revealed that the welds were present and were full and spherical. The kinks in the guide wire were located 196mm, 461mm, and 502mm from the proximal weld. The overall length of the guide wire measured 601mm, which is within the specification of 596mm-604mm per the guide wire product drawing. The outer diameter of the guide wire measured 0.80mm, which is within the specification of 0.788mm-0.826mm per guide wire product drawing. The guide wire was advanced through a lab inventory arrow raulerson syringe (ars)/18ga introducer needle subassembly. Resistance was observed at the location of the kinks; however, the undamaged portions of the guide wire was able to pass as expected. Performed per IFU statement , "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle". A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage". The report that the guide wire kinked during use was confirmed through examination of the returned sample. Visual analysis revealed three major kinks across the guide wire. The guide wire met all relevant dimensional and functional requirements, and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use , unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "during the insertion, the doctor found the swg kinked when the swg inserted into the ars". They changed a new one to resolve the issue. No harm for the patient. The patient condition is fine. No medical intervention was required.